Event description:
It was reported "the dilator bent" during patient use. No patient harm was reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "the dilator bent" during patient use. No patient harm was reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned multiple components including: a dilator, a guide wire, and 2-lumen catheter for analysis. No signs of use were observed on the returned components. Visual inspection of the dilator revealed the tip was deformed. This damage is consistent with undue force applied to the dilator during an attempted insertion. Visual inspection of the guide wire revealed no obvious defects or anomalies. The dilator body length measured 100mm, which is within the specifications of 95.2mm-108mm per product drawing. The dilator inner diameter at the distal tip measured 0.036" or 0.91 mm which is within the specifications of 0.91mm-0.97mm per product drawing. Functional inspection of the dilator was performed per the instructions for use (IFU) provided with the kit, which states "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." The returned guide wire was threaded fully through the returned dilator with no resistance. Manufacturing and packaging were consulted as part of this complaint investigation. They stated that according to older tests and trials, it is "impossible to make this kind of damage during production" and the damage appears to be caused by pressure from an unsharp blade or edge. Their tipping process does not use any blade of that sort. Also, "there is 100% check of quality of the tip after tipping process." A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage.". The customer report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. Visual inspection of the dilator revealed the tip was deformed. The appearance of this damage is consistent with undue force being applied on the dilator during an attempted insertion. The dilator met all relevant functional and dimensional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "the dilator bent" during patient use. No patient harm was reported. The device was replaced. The patient's condition is reported as fine.